Manufacturer narrative:
Upon review of the alarm trace, abnormal aspiration alarms were observed. These are indicators of possible poor sample quality. The field service engineer checked the instrument and determined an inadequate sample probe and heat cut filter. The sample probe and heat cut filter were replaced. The customer ran calibration and quality controls with acceptable results. The investigation determined the service actions performed resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they had abnormal probe-sucking alarms and received discrepant glucose results for one patient sample tested on a cobas 6000 c (501) module. The sample initially resulted in a glucose value of 1 mg/dl and repeated as 118 mg/dl. The repeat result was deemed correct. No questionable result was reported outside of the laboratory. The glucose reagent lot and expiration date were requested but not provided.